Manufacturer narrative:
(B)(4). Batch # p59105. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the first device would not fire on an unknown firing with an unknown reload. The second device would not open after an unknown firing with an unknown reload. It was unknown if the second device was stuck on tissue. It was unknown if buttressing material was used with either device. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/21/2018. Additional information requested and received. When the second device would not open was it on tissue with the jaws closed? No. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override lever)? Squeezing the closing trigger while simultaneously depressing the anvil release button, and manual override lever.